Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to femoral loosening and poly wear. Femoral loosening was at the cement/implant interface. Cement manufacturer is unknown. Update rec¿d (B)(4) 2014- patient's medical records were received. Records indicate the patient was revised to address pain as well. Upon revision delamination of the patellar component was found. The patellar component is being added to the complaint at this time.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied investigational inputs confirmed loosening of the femoral component at the cement/implant interface. The reported polyethylene wear could not be confirmed based without the device to examine. The records indicate the patient is obese. Review of the device history records and/or a lot specific complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions about the root cause of the reported device loosening or polyethylene wear; however, patient obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening , of one or more of the components. Due to the length of time between date of insertion and date of revision, coupled with patients weight, it would not be unexpected to observe some polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.